Manufacturer narrative:
D10 concomitant product: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n4l1805uy) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, while on blood vessel, the angle of the jaw was adjusted, but it was not at the desired angle, so it was removed once. The angle of the jaw was adjusted outside the surgical field, and an attempt was made to close the jaw, but it did not close. A new reload was replaced to resolve the issue. There was no patient injury.